Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fnl-10rp3 is available in the USA with a 510k number k951196. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to physical damage. In addition, we confirmed that the side body cover broken, and the insertion flexible tube (ift) perforated; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.